Event description:
During a pci procedure, the balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a pre dilated, calicified, 90% stenotic lesion in the mid rca. A mach1 7f fr4 guide catheter, a tgv and pt2 guide wire, and an encore inflation device were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."